Manufacturer narrative:
Follow-up # 1 (04/14/2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed all testing with no faults found. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k021819.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultrasmart meter read inaccurately high compared to her expected result. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2011 and obtained the following information. The mss was advised the patient tests her blood glucose 3-4x a day. The patient manages her diabetes with nph (34 units) and regular (sliding scale) insulin. The alleged issue began on (B)(6) 2011 at 7 am. The patient reported a blood glucose result of "181 mg/dl" with the subject meter. The patient stated her blood glucose usually reads between "86-105 mg/dl". The patient administered 8 units regular insulin per her sliding scale. Less than an hour later, the patient claimed she felt low blood glucose symptoms of heart palpitations, had a headache and felt shaky. The patient stated she took food and/ or drank a beverage as treatment. The patient felt better after breakfast. At the time of troubleshooting, the customer care advocate (cca) noted the meter was set to the correct unit of measurement. The patient did not have control solution to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.